Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a serious injury or death.

Event description:
The generator was received for analysis on (B)(4) 2013. Analysis of the generator was completed on (B)(4) 2013. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service condition. A battery life estimation resulted in 0.20 years remaining before the eri flag would be set. However, an incomplete programming history indicates the estimation does not use all the data required to make an accurate estimation. Therefore, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist and the eos condition is an expected event. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6) 2013, it was reported that high impedance was observed during a generator replacement due to end of service on (B)(6) 2013. Upon reconnecting the leads to the new generator, high impedance was observed. Attempts to reinsert the pin and three subsequent system diagnostics revealed a lead impedance value of greater than 7000 ohms. A test resistor was then inserted, to check the generator, and the high impedance was not replicated. The surgeon elected not to perform a lead revision at this time, instead electing to wait for the neurologist's approval and post-operative monitoring. There was no trauma, accidents, or patient manipulation that could have occurred. As the device had been at end of service for a while, no diagnostics from prior to surgery were available. I asked if diagnostics were available before surgery and the tc stated the device has been at eos for a while so no diagnostics were available. The last recorded successful diagnostic test was from (B)(6) 2011. The physician had no history of high impedance for this patient. The manufacturing records for the lead were reviewed and device met all specifications prior to distribution.

Manufacturer narrative:
This information was inadvertently left off of initial MFR. Report. "The generator was received for analysis on (B)(4) 2013."

Event description:
Additional information was received that the x-rays were unremarkable. The office was able to get some signal through with improvement in seizure on higher output settings. There was no manipulation or trauma reported. The family would prefer to wait until the vns battery is depleted before having a lead replacement performed.

Event description:
It was reported that the patient underwent surgery due to generator end of service. High impedance was observed prior to the surgery. During the surgery, high impedance values were obtained ranging from 7200-8800 ohms. No obvious lead fractures were seen; however, the surgeon observed fluid in the lead. There were no falls that may have contributed to the high impedance. The generator showed ifi - no; however, the surgeon decided to implant a new generator. Device diagnostics with the new generator and lead were within normal limits (1200 ohms). It was reported that the explanted devices were sent to pathology per hospital policy. It was reported that pathology will not return explanted devices without patient consent.